Event description:
A patient in a study underwent a da vinci and jura system-assisted pancreaticoduodenectomy surgical procedure. Four days after discharge, the patient presented at the emergency department with a pancreatic fistula and an abscess at the pancreas anastomosis (pancreaticojejunostomy) which was followed by readmission and initiation of antibiotics (ceftriaxone and metronidazole). Two days later, ciprofloxacin was started and a radiological drainage and fluid collection was performed. Labs and culture of the fluid have shown high amylase and bacteria supporting the suspected fistula and abscess, respectively. The event has been reported as resolved thirteen days after admission. The index procedure was completed without intraoperative complications; no malfunctions were reported with the da vinci system, its instruments or accessories, or the jura system. Discharge occurred six days after the surgical procedure. The study investigator reported the event as moderate severity, a serious adverse event (requiring hospitalization), a clavien-dindo grade iiia, not related to the study procedure, not related to the jura system, not related to the da vinci system, but possibly related to the patient's underlying disease status.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 192 cm., body mass index (bmi) 26.9kg/m2. A review of the event was performed by an intuitive surgical, inc. (Isi) surgical medical safety officer (mso). "The patient in this report underwent a pancreaticoduodenectomy for pancreatic cancer and had a complication of a fluid collection requiring ir drainage. This complication is not related to the jura device nor the jura procedure. Multiple complications are well known to occur after a pancreaticoduodenectomy including surgical site infection (23%), fistula formation (21%), accumulation of fluid collections (12%), among others. (Ref 1). While the exact cause of this fluid collection is not provided, there is a causal relationship between this complication and a pancreaticoduodenectomy procedure. There is no evidence this complication was related to the da vinci device." Ref 1. F. Karim sam, abdulla ks, abdulkarim qh, rahim fh. The outcomes and complications of pancreaticoduodenectomy (whipple procedure): cross sectional study. Int j surg. 2018 apr;52:383-387. Doi: 10.1016/j.ijsu.2018.01.041. Epub 2018 feb 10. Pmid: 29438817.